Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 13-nov-2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 30 mg/dl with confusion and cognitive impairment associated with an alleged history settings issue. Reportedly, the patient remained on the pump and self treated with food and or drink. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match due to accessed basal edit screen, and changes made by the patient to the basal program. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient was referred to their health care provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.